Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician found it impossible to remove the leads from the device because of a defect in the screw it was not gripping. After multiple attempts the lead was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of cannot untighten the setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the setscrew inset, preventing the wrench from engaging it. Wrenches cannot penetrate calcified blood so the wrench can only be partially inserted into the setscrew inset. Since the wrench cannot engage the inset, it will slip around in the inset and strip that portion of the inset it is in contact with without untightening the setscrew. The physician took the necessary action which was to dig out the calcified blood blocking wrench insertion into the setscrew inset. The wrench could then insert far enough in and engage the unstripped portion of the inset to untighten the setscrew normally. This problem most often occurs when blood passes through a hole punched in the septum by the user of the torque wrench at the time of implant.